Manufacturer narrative:
No product will be returned for eval.

Event description:
On the event date, the pt reported she had elevated blood glucose readings of up to 457 mg/dl. She stated she has no symptoms and treated her reading by bolusing 4.0 units of insulin. During troubleshooting, the pt stated she has not received any error messages on her insulin infusion device. She said she changed her infusion set yesterday and thinks the elevated readings may be due to her infusion headset. The pt changed her infusion headset and tubing and successfully primed the new tubing while on the call. The pt stated there was a small air bubble in her cartridge so she completed another prime but was unable to prime the air bubble out. The pt was advised to run another prime or to change her insulin cartridge but she declined either option. The pt confirmed her basal rates and bolus history are accurate. By the end of the call the patient's reading had decreased to 350 mg/dl. The pt was advised to closely monitor her readings. On follow up with the patient's husband in 2008, he stated the pt was out of state at a conference and is doing well. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.